Event description:
The wing nut of the holding sleeve broke during tightening or loosening. There were no fragments generated from the broken device.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device: 5.0mm schanz screw blunted trocar point 200mm (part #: 294.56, lot # h327745, quantity 1.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the holding sleeve 105 mm (p/n:394.460, lot #: 9868205) was returned and received. Upon visual inspection, it was observed that the device was jammed with a 5 mm dia shanz pin (p/n: 294.56). The wing screw and the washer were broken. The rest of the device showed no signs of damage. No functional test was performed on the returned device at service and repair evaluation as the device was stuck with shanz pin and unable to test for the smooth and non-binding operation. The customer reported, during tightening or loosening, the holding sleeve broke. The holding sleeve was not able to be removed from the shanz pin. The repair technician reported the 294.54(screw) is stuck in holding sleeve. Wing knot and other components were broken off. The damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. A dimensional inspection was not performed as the device was received stuck with shanz pin and the internal components were inaccessible without destruction of the device the complaint condition is confirmed for the holding sleeve 105 mm (p/n:394.460, lot #: 9868205). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot lot # 9868205 belongs to the component part # 3742, which is a sub-component of part 394.46. DHR review is performed for the component part: part: 3742, lot: 9868205, manufacturing site: bettlach, release to warehouse date: 22. April 2016. A manufacturing record evaluation was performed for the component part lot number, and no non-conformances were identified device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the holding sleeve 105 mm (p/n:394.460, lot #: 9868205) was returned and received. Upon visual inspection, it was observed that the device was jammed with a 5 mm dia shanz pin (p/n: 294.56). The wing screw and the washer were broken. The rest of the device showed no signs of damage. No functional test was performed on the returned device at service and repair evaluation as the device was stuck with shanz pin and unable to test for the smooth and non-binding operation. The customer reported, during tightening or loosening, the holding sleeve broke. The holding sleeve was not able to be removed from the shanz pin. The repair technician reported the 294.54(screw) is stuck in holding sleeve. Wing knot and other components were broken off. The damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. A dimensional inspection was not performed as the device was received stuck with shanz pin and the internal components were inaccessible without destruction of the device for the holding sleeve 105 mm (p/n:394.460, lot #: 9868205). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot lot # 9868205 belongs to the component part # 3742, which is a sub-component of part 394.46. DHR review is performed for the component part: part: 3742, lot: 9868205, manufacturing site: bettlach, release to warehouse date: 22. April 2016. A manufacturing record evaluation was performed for the component part lot number, and no non-conformances were identified device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in USA as follows: it was reported that on (B)(6) 2019, the patient underwent a revision and hardware removal of the femur. The surgical site did not contain any prior existing synthes hardware. A synthes large femoral distractor was requested for the case. During usage, the holding sleeve broke and was unable to be removed from the shanz pin. All parts were successfully removed from the patient and no adverse events were reported. Surgery was delayed for unknown number of minutes. Concomitant devices: unknown shanz pin (part #: unknown, lot # unknown, quantity 1). This report is for 1 holding sleeve 105mm. This is report 1 of 1 for (B)(4).